Event description:
It was reported to philips that the system generated the following remote alert: "x-ray pc degraded disk bay board (r1.x-r2.0)". No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, system was outside of clinical use at the time of event. Philips received a remote alert indicating system displayed a remote alert ¿x-ray pc degraded disk bay board (r1.x -r2.0)¿. The philips remote service engineer (rse) analyzed the issue remotely and identified that the x-ray pc has issues with its disk drive bays. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has implemented a medical device correction (z-1152-2024) to resolve this issue. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.